Event description:
A product liability claim was raised. The pt is pursuing a product liability claim arising out of the use of a durom acetabular cup. It was reported by the pt's counsel that his client rec'd a durom acetabular component 50/44 j, left side on (B)(6) 2007, and is currently being monitored due to unk reasons. The pt is a bilateral pt. Right side surgery is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays or other source documents for review, as the pt is currently monitored and has not been revised to date. The reason why the pt is being monitored cannot be ascertained from the info provided, but the date of the implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the devices be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).